Manufacturer narrative:
Evaluation summary: the lens was returned. Optic and haptic damage was observed. Solution is dried on the lens. Results from the iol product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. While we are unable to determine the root cause of the damage, due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 09/18/2013. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) had a broken haptic. In a follow up, a nurse clarified that during an iol implant procedure, as the surgeon "dialed" the iol into proper placement, the haptic broke off. The posterior capsule was compromised, and an anterior vitrectomy was performed. Additional information has been requested.